Event description:
International customer reported that the device broke four days following implant during a atrial septal defect procedure. The patient was returned to surgery for repair.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.